Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after sizing, this mechanical valve was sutured and then implanted. However, the valve was explanted and replaced with a non-medtronic mechanical valve because the patient's annulus was too small for the valve. The patient is doing well after surgery. No device malfunction was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.